Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was found to have a bent foot, which may cause dural tear. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.